Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was a capsular tear not due to insertion of an intraocular lens, model zcb00. An incision enlargement and sutures were used to remove the lens. A vitrectomy was performed due to the tear, not due to the lens. An anterior chamber lens (manufacturer unknown) was used as the replacement lens. No additional information was provided.

Manufacturer narrative:
Visual inspection of the returned iol was performed using microscope magnification, loose particles/fibers in the optic body were observed compatibles with handling the lens out of the sterile environment. No damages in the lens haptics were detected. Residues of ophthalmic viscoelastics (ovd) was observed in the lens body. The condition observed in the lens is consistent with a lens that has been handled and prepared for surgical use. The investigation concluded that there is no indication that the reported capsule tear is related to the lens. A manufacturing record review was performed; no related non-conformity report (ncr) was generated during the manufacturing process. The units were manufactured and released according to specification. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was not verified. All pertinent information available to abbott medical optics has been submitted.